Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously low creatine kinase (ck) result of 11 u/l generated by au681-02e chemistry analyzer. The result was reported out of the laboratory. Repeat testing after re-preparing the ck reagent produced higher result of 68 u/l and corrected report was issued. It is unknown if the patient treatment was affected.

Manufacturer narrative:
Ck parameters on the system are correct. The customer found that the ck reagent was not prepared correctly and re-made ck reagent. Qc results were out of range low with the incorrectly prepared reagent. Qc results were 129 u/l for level 1 and 464 u/l for level 2 with properly prepared reagent. Service was not dispatched for this event. Root cause for this event was user error of incorrect preparation of ck reagent.